Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and discovered that the differential sample line from shear valve to diff mixing chamber was crimped, and partially clogged. The fse replaced the sample line to resolve the differential issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that there were differential failures on a coulter lh 780 hematology analyzer during startup. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.